Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the reason the screw was not tight was a mechanical issue.

Manufacturer narrative:
Device evaluation has not been done at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the screw where the small passive fighter orange tracker and the medium clamp were attached was not tight. It was reported that the instrument was defective. There was no delay and no impact to the patient.